Event description:
It was reported that during initial training the ilet displayed multiple malfunction alarms, including a software runtime error and an algorithm output range error, along with a low battery capacity indication, and a replacement ilet was arranged while the original device was returned for evaluation; blood glucose reportedly was not affected. Symptoms included no adverse clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed malfunction-related alarms consistent with a persistent software runtime error, including an algorithm output range error, as well as a battery performance concern that was not resolved by power cycling. No user harm was identified. It was concluded that the cause was device malfunction related to software performance and battery capacity.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.